Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode was not active at the time of incident. Customer declined troubleshooting and already done a bolus and had active insulin pending. The insulin pump will not be returned for analysis.